Event description:
It was reported that the pt's sound perception became weaker and he experienced pain. Then he was no longer able to hear with his device. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacture for evaluation. When available, a device failure analysis will be submitted as a follow-up report.